Manufacturer narrative:
Date of implant: follow-up revealed the patient was implanted (B)(6) 2018.

Manufacturer narrative:
Corrected data: - evaluation codes (the method, results, and conclusion code sections were inadvertently omitted from the previous follow-up report)

Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number is included in field advisories.

Event description:
This report is in reference to a (B)(6) patient. It was reported the patient's ipg had been shutting off. As a result, the patient's ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of implant (upon further review it was determined the implant date mentioned in on follow-up report number 3 was incorrect). Further follow-up revealed the implant date is unknown.